Manufacturer narrative:
One used tracheostomy tube, from the reported lot, was returned for evaluation. During functional testing and visual examination, a leak was observed at the junction of the inflation line and tracheostomy tube. A review of the device history record and related documents did not show any manufacturing issues. Inspection of the device could not determine a root cause for the leak, in this case.

Event description:
A report was received stating the tracheostomy tube was deflating at the cuff after 2 hours in situ. The tracheostomy tube was replaced. The user facility reported that the leak appeared to be originating from the connecting point of the inflation line and tracheostomy tube. No incident related medical sequela was reported.